Event description:
A monopolar electro-surgical cable was in use during a laparoscopy case. When the power was applied, the cable began to smoke and burn near the end that connected to the forceps. The female connector had separated from the flexible cord. No injuries reported. Another cable was utilized to complete the procedure.